Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 and 7 was failed to open. Customer tried to recover but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) reported that no tower doors were in failure at the time of arrival. The staff were unable to recreate the error, and all tower doors appeared fully functional and responsive. A final test was performed, and the customer remained unable to reproduce the issue. All medications were inventoried successfully. The system functioned as intended after the field service engineer verified the device.